Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, there were no returns and no results of detailed inspections of the device, therefore we were unable to determine the factors that led to the occurrence of this event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The following patient identifiers address the scopes that were washed using the oer-5 that was found with debris: patient identifier of (B)(6) corresponds to model number: cyf-vha, serial number: (B)(4), patient identifier of (B)(6) corresponds to model number: cyf-vha, serial number: (B)(4), patient identifier of (B)(6) corresponds to model number: cyf-vha, serial number: (B)(4), patient identifier of (B)(6) corresponds to model number: cyf-vha, serial number: (B)(4), patient identifier of (B)(6) corresponds to model number: cyf-vha, serial number: (B)(4), patient identifier of (B)(6) corresponds to model number: cyf-vha, serial number: (B)(4). The following patient identifier addresses the automatic endoscope reprocessor that was found with the debris: patient identifier of (B)(6) corresponds to model number: oer-5, serial number: (B)(4). Follow up was conducted to obtain additional information regarding this event. Although it is unknown if any scopes were used on a patient after being reprocessed with the oer-5, a list of olympus scopes that were washed with the automatic endoscope reprocessor (aer) was provided. The debris found on the aer has already been removed. Its unable to be collected or identified. Preliminary cleaning is carried out according to the instruction manual. This event is under investigation. A supplemental report will be submitted upon receiving additional information or completion of the investigation.

Event description:
The customer reported to olympus, after cleaning a scope with the endoscope reprocessor, the facility staff found a translucent foreign matter adhering to the inside of the top cover. It is unknown whether scopes washed with the washing machine around this timeframe were used on patients. There was no harm or user injury reported due to the event.